Event description:
It was reported that the patient presented to the clinic for a lead revision procedure. Prior to the procedure, device interrogation identified a high capture threshold on the atrial lead. During the procedure, fluoroscopic evaluation confirmed atrial lead dislodgement. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.